Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. Customer removed the o-ring but was unable to load cartridge. Customer will use mdi for insulin therapy. Customer's blood glucose was 150 mg/dl.

Event description:
Customer received a cartridge change error. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and was unable to load a new cartridge. Customer to use mdi for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.